Manufacturer narrative:
For further evaluation, church & dwight co., inc. Has requested the following from the user: the product, its original packaging, and completion of an event questionnaire. To date, the requested has not yet been returned.

Event description:
On (B)(6) 2011 a consumer reported by phone that his wife "got a yeast infection."